Event description:
Patient status post pangea construct implanted on an unknown date was discovered to have the set screw backing out of the locking cap at l2 vertebral body on an unknown date. Patient was returned to the operating room on (B)(6) 2012, surgeon removed the locking cap at l2 and revised patient to a new locking cap. The procedure was completed with surgeon noting the left side of construct was intact. This is 1 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.